Event description:
It was reported that "a leak in the hose" was observed for a hand piece device. The reporter stated that the device was not being used in surgery. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. It was observed that the hand piece device had an air leak in the outer hose. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).